Event description:
This customer reported that the device failed to discharge in the manual mode but delivered energy in the AED mode. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.